Manufacturer narrative:
H3: product analysis of part# 7576540, lot # h5798626 - visual inspection confirmed the screw was returned with the bone screw shank separated from the pedicle head. Macroscopic inspection revealed the multi axial ring has been damaged also due to the bone screw shank pulling loose. The separation appears to be from overload as the root cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having mis fixation for tuberculosis of spine. Levels implanted: l3 to l5 it was reported that the screw got separated from its tulip. Hence, in the post-op follow-up x-rays, it was found that the screw has dislodged because of the breaking of the implant. The device was explanted. Patient experienced recurrence of pain. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review: l3-5 posterior fusion lateral x-ray flat back with l4 vertebral compression. The tulip and shaft are separate on the side at l5. Ap view of 1 : the right side only has instrumentation at l3, l5 and is the side of l5 screw fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.